Manufacturer narrative:
Our quality engineer inspected the sample and photographs submitted for evaluation. Your report that the needle would not fully retract was confirmed and the cause appeared to be manufacturing related. The needle cover, needle and safety shield from an insyte autoguard device were provided for investigation. The safety mechanism had been activated on the returned sample and the needle was received partially retracted within the safety shield. The spring was caught on a deformed edge of the needle hub, which prevented the needle from fully retracting. The deformation of the molded needle hub component was the cause of the reported issue. As this component is positioned within the shield, it was unlikely that the damage was caused during use. No damage was observed on the overlying components of the safety shield. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No new information.

Event description:
It was reported that the needle did not retract. The safety mechanism did not activate when the button was pressed during use.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.